Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter with an unknown 0.014-inch guidewire. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed and the device was able to track over a test guidewire. Inspection of the remainder of the device presented no other damage or irregularities. E1: initial reporter address 1:(B)(6).

Event description:
It was reported that removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. Non-boston scientific (bsc) guidewire was used to cross the lesion and a 2.5mm x 220mm x 150cm, coyote mr balloon catheter was then inserted and advanced for dilatation. Resistance was encountered during advancing; however, the device still managed to go in the lesion and successfully dilated. Subsequently, the balloon was attempted to be removed, but resistance was still felt, and it could not be pulled out. Therefore, the balloon was removed together with the non-bsc guidewire. The device was replaced, and the procedure was completed successfully. There were no patient complications nor injuries reported.

Event description:
It was reported that removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. Non-boston scientific (bsc) guidewire was used to cross the lesion and a 2.5mm x 220mm x 150cm, coyote mr balloon catheter was then inserted and advanced for dilatation. Resistance was encountered during advancing; however, the device still managed to go in the lesion and successfully dilated. Subsequently, the balloon was attempted to be removed, but resistance was still felt, and it could not be pulled out. Therefore, the balloon was removed together with the non-bsc guidewire. The device was replaced, and the procedure was completed successfully. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).